Manufacturer narrative:
Engineering analysis of device memory was completed and confirmed this device had no resets or other abnormal alerts. The review confirmed there was an alert from (B)(6) 2015 due to a high shocking lead impedance greater than 145 ohms. The device appeared to be functioning properly, although the shock lead impedance was high. The remaining longevity was 10 years with a charge time of 10.4 seconds. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, high out of range shock impedance measurements were observed on this right ventricular (rv) lead. All other electrical parameters were stable and no noise was observed in the device history or during testing. Two commanded shocks were performed and the returned shock impedances were within normal limits. The physician has elected to continue monitoring the system. This rv lead and the implantable cardioverter defibrillator (ICD) remain in service. No additional adverse patient effects were reported. Subsequent review of the stored episodes revealed that several shocks had been delivered in (B)(6) 2014 with high out of range shock impedances. It was determined that an rv lead revision had occurred during this time and tachy therapy was not programmed off prior to disconnecting the rv lead. The disconnected lead was therefore the cause of the out of range values. Boston scientific technical services (ts) was consulted to confirm that there was no impact to this ICD.